Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.

Event description:
The hosp reported that during a coronary artery bypass procedure, the seal did not deploy into the aorta. A replacement device was used to complete the procedure. No pt effect was reported by the hosp.